Event description:
Procedure type: gastrectomy. According to the reporter: during the case, the tip of the knife was bended. When doctor tried to fix it, it broke. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4).